Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for multiple assays on the cobas 6000 c (501) module - c501 and 2 cobas 6000 e 601 module (e601) analyzers. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The customer also mentioned that they had a similar issue with a second c501 analyzer for a questionable iron2 iron gen.2 (fe) result tested on one of the same two samples. The following assays were involved: ca2 calcium gen.2 (ca), gluc3 glucose hk (glu), tp2 total protein gen.2 (tp), ua2 uric acid ver.2 (ua), hdlc3 hdl-cholesterol plus 3rd generation (hdl), chol2 cholesterol gen.2 (chol), astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (ast), ldl_c ldl-cholesterol plus 2nd generation (ldl), alp2 alkaline phosphatase acc. To ifcc gen.2 (alp), elecsys ferritin (ferr), mg2 magnesium gen.2 (mg), elecsys tsh assay (tsh). Please refer to the medwatches with the following patient identifiers for information related to each affected analyzer: (B)(6). No adverse events were alleged to have occurred with the patients. The ca reagent lot number was 308775. The reagent expiration date was asked for, but not provided. The tp reagent lot number was 299081. The reagent expiration date was asked for, but not provided. The alp reagent lot number was 297496. The reagent expiration date was asked for, but not provided. The mg reagent lot number was 313067. The reagent expiration date was asked for, but not provided. The lot numbers and expiration dates of the glu, ua, hdl, chol, ast, ldl, ferr, and tsh reagents were asked for, but not provided. Upon review of the provided alarm trace for one of the 2 e601 analyzers, no suspicious alarms were seen other than a rack loader sensor alarm on (B)(6) 2018.

Manufacturer narrative:
The customer did not use required rack adapters for 13 mm. Diameter tubes. The investigation was unable to find a definitive root cause.